Event description:
An physician questioning the results generated for one pt using a cell-dyn 3200 cs analyxer. On 2/2/2006, the cd 3200 cs yield wbc = count over range (>>>>>) flag, hgb suppressed flag (<<<<<) and plt 32.7 k/ul with lri flag. The sample was repeated using a cd 1700 analyzer yielding wbc= count over range (>>>>>) flag, hgb= 12.0 g/dl. Hct=34.5% and plt=19 k/ul. A 1:4 dilution of the sample was then run on the cd 3200 analyzer to obtain a wbc = 277.6 k/ul (4 x 69.4), hct = 8.0 g/dl (2.0 x 4) and hct=22.8% (5.7 x 4). The physician questioned the hct result. On 2/20/2006, a sample from this pt yielded a plt= 14 k/ul on the cd 1700 analyzer. Later that same day a sample from this pt yielded a plt= 63.8 k/ul result and a blood smear indicated platelets estimated from 10-20 k/ul. The sample was then sent to a reference lab obtaining a wbc=228 k/ul, rbc= 2.13 m/ul, hgb=7.3 g/dl and plt=28 k/ul using a coulter which correlated to the cd 1700 results.